Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgment into the right atrium (ra). A new lead was successfully implanted. No additional adverse patient effects were noted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. A stylet insertion test failed due to blockage encountered at approx. 735 mm from the terminal end due to blood/body fluid. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgment into the right atrium (ra). A new lead was successfully implanted. No additional adverse patient effects were noted.